Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 21 mg/dl at the time of the incident. The customer was given glucagon, shots, and dextrose to treat. The customer was wearing the insulin pump during the incident. Customer believes the pump is over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specific. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08715 inches. No over delivery anomalies noted. Device was tested with a water fill reservoir. Device left on status screen matched properly with units left on test reservoir. Device received with corroded battery tube. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).